Event description:
It was reported that the patient presented to the hospital after hearing an alarm from the device. A device check showed that the device alerted due to high impedance of over 3000 ohms on the right ventricular (rv) lead. However, during the examination, despite measuring the impedance in various postures, there were no changes and the values were steady around 700 ohms. The physician did not know if there was an issue with the device in reading the impedance values or if there was a lead fracture in the early stages so both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).